Event description:
It was reported that after a dexcom g7 continuous glucose monitor (cgm) sensor change, the ilet bionic pancreas displayed ¿sensor reconnecting¿ and ¿dosing stops soon¿ while the dexcom mobile app continued to receive glucose values; the user reentered the pairing code and temporarily disabled the phone¿s bluetooth, after which pairing completed and the ilet resumed receiving cgm data. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption risk to automated insulin dosing with restoration of normal function after successful cgm-pump pairing and no health impact. User support included guided troubleshooting and education on resolving cgm-to-pump connectivity and bluetooth conflicts. Investigation of this case revealed a transient communication issue between the ilet and the cgm rather than a persistent device malfunction, which resolved with standard pairing and bluetooth management steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with external connectivity interference.